Event description:
The device was returned for loss of screen input functionality. Upon return, the device was plugged onto bracket and it was observed that while the screen turned on, no inputs were possible. An internal investigation found that the flex cable that communicates lcd input to the main pcba was unseated. After re seating this cable the device was functioning as normal. A mock infusion was performed without error. The customer complaint was confirmed.

Event description:
Biomed reported: screen frozen, cannot touch anything on display. No active infusion stopped, or any patient harm occurred per a preliminary review of the complaint description and device logs, the issue has been identified as follows: mechanical hardware failure (screen - no input) reporting as a conservative measure; no adverse effects were reported. Additional information is needed to complete the investigation.